Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was giving him an unknown error message. This medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The alleged issue began on (B)(6) 2011 at 9pm. The patient stated he was at the airport leaving for a vacation when he attempted a test and was unable to get a reading because the meter was giving him a message indicating that he did not apply enough blood, he could not recall specifically what the error was. The patient informed the mss that he tests 3-4 times per day, and administers 16 units of levemir twice per day in addition to novorapid insulin based on his carbohydrate intake and blood glucose readings. The patient claimed that he guessed his insulin doses when he was unable to test his blood glucose and lowered his insulin doses as a result of not knowing what his blood glucose level was. The patient alleged that approximately one day later, he developed symptoms of "extreme thirst and tiredness" and denied receiving any treatment for the symptoms. The patient explained that when he arrived to his destination, he went to see a doctor regularly for blood glucose testing since his meter would still not work and denied receiving any treatment by the hcp. At the time of troubleshooting, the cca noted that the patient's testing technique was correct but the issue remained unresolved. Replacement products were sent to the customer. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.